Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, lymphoma-alcl-suspected, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported via nbir right side "capsular contracture;baker grade:4, device migration/implant malposition, suspected/actual rupture/deflation , wrinkling/rippling, change shape/size/style, ptosis, need for biopsy/tumor, other, bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted.